Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported a "hand shank" problem. We are considering this as an external paddles problem. There was no patient involvement.